Manufacturer narrative:
The pod was received with the cannula assembly deployed. Initial inspection of the pod found the exposed portion of the soft cannula to be kinked and the distal tip to be torn. Fluid path testing found that fluid could not flow through the complete fluid path as the tear in the soft cannula was positioned below the soft cannula cross drill, resulting in an external leak. It could not be determined when these damages occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 24 and 36 hours on the arm. Hyperglycemia treated with a new pod.